Manufacturer narrative:
Occupation: nurse manager. Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4) device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was displaying abnormal pressures of 90s/0. They attempted a recalibration, then disconnected and tried again with the same result. A recent chest film showed correct location. They were also unable to aspirate from the central lumen of the iab indicating it was clotted. They were advised an alternate arterial line site. They switched to a radial arterial line site transduced to the console and that was successful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).